Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during step 2, plunger/locator wings deployment. During thump advancer deployment/exchange sheath splitting an unexpected noise was heard. Deployment was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings remained deployed and the clip was observed deployed on the distal end of the device. Though requested, there were no reported adverse pt effects. No additional info was provided.